Event description:
Belmont temperature sensor error. Suggested cleaning of sensors, removal of tubing and re-insertion. Tubing removed during mtp, sensors cleaned with alcohol wipes, tubing reinserted, but ultimately alarm repeatedly triggered and stopped transfusion. Belmont was able to run for brief periods between alarms, then would alarm again. Belmont was removed from service, and was replaced by the or (operating room) belmont. The replacement belmont triggered an alarm that air was detected in the circuit, and prompted removing air from tubing. This error triggered 3 times in a row prior to rebooting the machine. Belmont had no additional errors after reboot. Belmont unit sent to biomed and there were no findings. Suspicion for human error. FDA safety report ID # (B)(4).